Event description:
Approximately 8 months following the placement of 3 cypher stents, the patient returned for follow up. Repeat coronary angiography revealed a stent fracture. It is unknown if there was any restenosis or if treatment was required. Initial indication for treatment is unknown. The target lesion is noted as the distal left anterior coronary artery but there are no lesion or vessel characteristics provided. It is unknown if the lesion was pre-dilated. The 2.5 x 33mm stent was deployed at 18 atms for 10 seconds. It is unknown if post-dilatation was performed.